Event description:
It was reorted that the lead exhibited a failure to capture. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This report is late due to a delay in receiving information from the field.

Manufacturer narrative:
(B)(4)